Event description:
On (B)(6) 2024, during preparing an unopened alizea dr for implantation, a reset occurred for unknown reason and resulting in a unipolar setting of vvi70. The sales representative attempted to change the setting, but only the polarity did not change back from unipolar to bipolar. The implantation was performed without any problems with the new alizea dr.

Manufacturer narrative:
Please find below the conclusions of the investigation: - no reset occurred. The device has switched in nominal programmed by the user (emergency button activated by the user); - no issue is suspected on the subject pacemaker.